Event description:
It was reported that cartridge alarm 20 occurred during cartridge load process, and caller also experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer waited for prompts before removing used cartridge, successfully loaded new cartridge using guidance on proper technique, resumed insulin therapy, and pump replacement was arranged by technical support.